Event description:
It was reported that the vaccine leaked from the back of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle around the plunger during use, resulting in an incomplete dosage for the client. The following information was provided by the initial reporter: "upon administration of vaccine, vaccine came out the back of syringe around the plunger instead of going forward through syringe. Client did not get full dose of vaccine as a result."

Manufacturer narrative:
Investigation: four sealed packaged 3ml safetyglide combo syringes with needles were received, confirmed to be from batch #6062973 (B)(4). The samples arrived in an unprotected envelope, which appears to have been stepped on during transport. The samples were visually evaluated. No visual defects observed. The samples were tested for leakage past stopper per procedure. All samples passed with no leakage observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987; PMA / 510(k)#: k951254. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vaccine leaked from the back of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle around the plunger during use, resulting in an incomplete dosage for the client. The following information was provided by the initial reporter: "upon administration of vaccine, vaccine came out the back of syringe around the plunger instead of going forward through syringe. Client did not get full dose of vaccine as a result."